Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2018-mar-19. It was reported that the date of the procedure was unknown. The serial number of the catheter passer and the patient's weight at the time of the event were also unknown. The cause of the catheter passer breaking was undetermined and it would not be returned for analysis as it was discarded. It was indicated that this information provided had been confirmed with the physician/account. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot# 0206167103, product type: catheter; product ID: 8591-38, serial# unknown, product type: accessory. Other relevant device(s) are: product ID: 8591-38, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a distributor regarding a patient who was receiving gabalon at an unknown concentration and dose via an implantable pump for an unknown indication for use. It was reported on (B)(6) 2018 that the catheter passer was broken during the "shunt procedure." It was stated that the details were unknown and also that the patient outcome and patient information was also unknown. There were no complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2018-mar-08. It was clarified that the reported event was not an event associated with the intrathecal baclofen (itb) therapy nor an event with a patient under the itb therapy. Therefore, there was no use or involvement of a pump and a catheter. Only the catheter passer was related to the event. There were no complications reported or anticipated.